Event description:
The customer reported more than 10 ml of clear fluid leaked from blood sampling valve (bsv) tubing 208 of the coulter lh 750 hematology analyzer. The customer indicated that tubing 208 of bsv had a pin hole which caused the leak. The customer was troubleshooting for failing quality control (qc) results with high red blood cells (rbc) and platelets (plt) prior to noticing the leak. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat during the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched to the customer's site. The fse discovered a tubing with a pin hole at port 8 (tubing 208) of bsv and proceeded to replace the tubing to resolve the leak. The fse also observed high differential pressure above limit errors during verification of differential pressure. The fse found that the differential pressure regulator equaled to 30 psi and was unable to regulate the pressure by adjusting the regulator. The fse determined that the differential pressure regulator (rg4) was faulty and ordered a replacement. The fse returned to the customer's site and replaced the faulty regulator to resolve the differential sample high pressure errors. Failure mode of the leak is attributed to a pin hole at port 8 (tubing 208) on the bsv; the instrument generated high results qc results for rbc and plt to alert the operator to an instrument issue. Failure mode of the differential pressure errors which was generated during the fse's evaluation of the instrument is attributed to a faulty differential pressure regulator. (B)(4).